Event description:
Procedure type: gastroplasty. According to the reporter: the reporting person stated that during the procedure while the surgeon was performing the stapling, it was verified that the cut was normal but the stapling did not occur. There was no staple in the load. As a result of this problem, the pt had cerebral edema. The hospital stay was prolonged by one day in the ICU.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)